Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the physician placed the left ventricular (lv) lead first and then placed the right ventricular (rv) lead on septum and was mapping when the physician decided to move rv lead. The screw was retracted but the physician pulled the lv lead by mistake and dislodged it. The physician then repositioned the lv lead and it remains in use. The physician then when back to the rv lead and was having difficulty obtaining adequate sensing measurements and mapping as the screw was still unextended. The rv lead was then removed and visualized and noted there was obvious blood seen inside the tip and the helix was still unable to extend with twenty turns; torque was seen to build up in the rv lead but the helix would not extend. It was then decided to use a new lead instead. No patient complications have been reported as a result of this event.